Event description:
The clinic reported that a laser vision correction patient underwent an uneventful lift flap enhancement in both eyes on (B)(6), 2012. The patient was returned to the clinic on (B)(6), 2012, for a lift flap removal of an epithelial ingrowth in the left eye.

Manufacturer narrative:
(B)(4) - epithelial ingrowth.the clinic is reporting the patient outcome only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted.